Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative following-up at the site, found that the monitor intermittently went black. RMA issued. Replacement monitor shipped to site (B)(4) 2013. Medtronic investigation of returned suspect monitor finds the monitor will run normally for several hours then will go blank. After the monitor is powered off it will again run normally for a period of time. This electrical malfunction, no image, directly caused the event.

Event description:
A medtronic representative reported a navigation system monitor that flickered on and off upon start-up. The monitor was re-set, using keys on the back, to the default setting and the issue was resolved. There was no patient present when this issue was identified.